Manufacturer narrative:
Conclusion: although a temporal association between the liberty cycler, the cassette and the event of death exists, there is no documentation supporting a causal relationship between the liberty cycler or the cycler set and the patients¿ expiration. Additionally, there has been no allegation of device or product malfunction. There is a possible association between the patient's co-morbidities and the expiration of the patient. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported that this peritoneal dialysis (pd) patient expired on (B)(6) 2017 during a continuous cyclic peritoneal dialysis (ccpd) treatment using the liberty cycler. The patient¿s husband reported the patient¿s vital signs prior to the ccpd treatment as blood pressure 135/66 mmhg, pulse 81 per minute, respiratory rate 18 per minute, temperature 98.5 fahrenheit, and (B)(6) (estimated dry weight was unknown). Additionally it was reported the patient had a small amount of pedal edema; but no chest pain or shortness of breath, no nausea or vomiting. At some unknown time (after 19:50 pm when the patient was described as alert and oriented) during the ccpd treatment on (B)(6) 2017 the patient¿s husband described the patient as ¿white as a ghost with no pulse.¿ the husband called 911 and performed cardiopulmonary resuscitation however, the resuscitation efforts were unsuccessful and the patient expired. During a follow up call with the pd nurse it was conveyed the patient had a spontaneous cardiac arrest leading to fatal outcome. The pd nurse stated the events were not related to dialysis or delflex solution. The pd nurse also reported the patient was non-compliant with fluid and diet intake.